Event description:
It was reported that nothing abnormal was found during insertion. However, when the md turned on the intra-aortic balloon (iab) pump after insertion, the pump alarmed immediately with a "high pressure" alarm. The md tried to solve the problem by adjusting the position of the iab, as well as the pt, but the high pressure alarm remained. The md then tried to decrease the volume by 5cc, but did not help the situation. Therefore, the catheter was removed and replaced with a new devoce, and the problem was solved. The md then checked the questionable catheter and found leakage at the iab.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.